Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the spinal fusion surgery for lumber vertebra compression fracture was performed by using the viper2 system. The fixed site was l1 (left). During the surgery, when a set screw (part#: unk) was temporarily fixed with the set screw inserter (286735400), the tip of the inserter got broken. The broken tip was extracted using a pean forceps, and no broken pieces were found left in the patient¿s body under the x-ray. The surgery was successfully completed, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed that the fracture was located at the inserter¿s distal tip showing one of the two bifurcated tips fractured. Device was then sent fracture analysis which revealed plastic deformation. The texture of the fractured surface is rough and consistent across the entire surface suggesting that the inserter¿s tip underwent a quasi-static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause cannot be positively determined. However, the fracture analysis report suggests that the inserter¿s tip underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.